Manufacturer narrative:
The mapping catheter, 990063-020 with lot number 215689682 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and twisted. The mapping catheter was connected to the diagnostic computer and some channel pairs were displaying noise. The catheter electrodes were dissected, and it was found that one electrode wire had been separated from weld. In conclusion, the mapping catheter failed the returned product inspection due to the tip/ loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cfryo, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.